Event description:
It was reported that the customer's blood glucose levels were in the 400s mg/dl. The customer stated she had dry mouth and had gone without insulin all day because her infusion set came out. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.